Event description:
The customer reported that the system displayed poor image quality. The image was grainey and it appears to be getting worse. The collimator was not aligned properly. It was not centered causing poor image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep aligned the collimator as needed. The unit functions as intended.